Event description:
It was reported that during implant of the atrial lead, noise was observed through an external pacing analyzer. When connected to the device, no sensing nor capture could be observed. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal lead characteristics.